Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
(B)(6) from the patient's physician's office, called to report that sometime over the weekend the patient had to go to the urgent care hosp due to his site infection. There was no further info provided by the physician. In a follow-up call the pt's mother reported that her son's right and left upper arms were red and there was pus drainage coming out of both arms. She stated the doctor suspects it might be (B)(6). He is currently on two types of antibiotics keflex and bactrim for his site infection. He has switched his pod site to his abdomen and he is doing well at the time of the call.